Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had the ins done twice and the first time the patient just had a lot of problems. The patient stated that she did not know exactly, it just wasn't working properly. There were no further symptoms or complications reported or anticipated.